Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros hiv combo (hivc) results were obtained from multiple quality controls processed using vitros immunodiagnostic products hivc reagent lot 0850 on a vitros 3600 immunodiagnostic system. Control 1 results of 0.338, 0.275 s/c (non-reactive) versus the expected result of reactive control 2 results of 0.300, 0.382 s/c (non-reactive) versus the expected result of reactive control 3 result of 0.589 s/c (non-reactive) versus the expected result of reactive control 4 results of 0.561, 0.543 s/c (non-reactive) versus the expected result of reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reactive vitros hivc results were from quality control fluids and were not reported from the laboratory. The customer confirmed that patient sample results were not affected as no patient samples were processed on the date of the event. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros hivc results were obtained from multiple quality controls processed using vitros immunodiagnostic products hivc reagent lot 0850 on a vitros 3600 immunodiagnostic system. The assignable cause of the event is an instrument related issue. Historical quality control results for the vitros hivc reagent lot 0850 were within expectations prior to the event. The customer stated to the ortho tsc that the issue started following a previous service visit from an ortho field engineer (fe) for an alternate issue with the vitros 3600 system. An ortho fe revisited the customer site and performed service actions on the vitros 3600 system which included rebuilding the microwell incubator, replacing the hot plate, motor, inner and outer rings, rebuilding the griper, rebuilding the preliminary and final well washes, running a performance test, performing the irs calibration, and performing all necessary adjustments. Following the service actions, vitros hivc results returned to expectations in combination with the vitros 3600 system.